Event description:
Asr revision; asr hip resurfacing system - right. Reason(s) for revision: component loosening (head), pain. Resurfacing to xl case - for xl revision please see com (B)(4). Cup left in situe until second revision.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr hip resurfacing system - right, reason(s) for revision: component loosening (head), pain **incorrect see below. Resurfacing to xl case - for xl revision please see (B)(4). Cup left in situ until second revision. Update received 22nd april 2014. Additional hospital added. New fields completed. Query confirmation received 24th april 2014. Reason for revision is component loosening only. Surgeon certificate states complete reason for revision is "prefractural syndrome of femoral neck for evident slippage of femoral head component" reason(s) for revision: component loosening (head).